Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Beginning the day of onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency not reported) for twenty-three days for the peritonitis event. Dianeal therapies were reported to be ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.